Event description:
This is a male who underwent aortic root and ascending aorta replacement in 2006. He had a kimberly-clark patient warming system applied to his back. He sustained a second degree burn of 8 cm in diameter to the skin overlying the left scapula. He additionally sustained a smaller coin sized burn over the right scapula.